Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  they have been wetting themselves since a few days of having the device implanted. Pt states they have tried increasing stim but wasn't sure what else they should be doing. Pt states maybe it's because of the swelling from the surgery. Pt services asked pt to clarify this statement on where the swelling is but the pt then stated it's hard to know. Pt states the doctor put the ins on the other side this time. Pt services was not able to decipher if there was in fact swelling and where. Pt states the next time they see their doctor is on (B)(6). Pt services reviewed option to continue increasing stim as long as it's comfortable or speaking to the doctor about possible program change is issue persists and stim becomes uncomfortable. Pt will try increasing stimulation again and will contact the doctor to inform them of the issue. Additional information was received on 2022-09-29 and patient stated that they fell on their buttock and broke it( implanted device) and it explanted and a new one was replaced. The patient continues to work with their healthcare provider they have their replacement surgery followup appointment next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information for this event description.